Manufacturer narrative:
The customer¿s report that a lipid infusion was noted to be leaking from the connection of the non-bd connector and tubing was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking at the engagement between the set and the non-bd microclave. Closer inspection of the engagement found that there was a loose connection. After tightening the connection no leaks were observed at that engagement or anywhere else throughout the set. The sets female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause of the customer¿s report was due to a loose connection between the set and non-bd microclave connector.

Event description:
It was reported that a lipid infusion was leaking in two locations during an infusion in the nicu; the connection of the nonbd connector with the IV tubing, and the primary tubing connection to the extension set. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that a lipid infusion was noted to be leaking from the connection of the non bd connector and tubing, and from where the primary tubing connects to the extension set. The tubing was connected a patient in the nicu. There was no harm.